Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('x-ray of displacement of essure coils') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, sexually transmitted disease, gravida ii, parity 4 and hemorrhoids. Concurrent conditions included helicobacter pylori gastritis since 2015, obesity, asthma, multiple allergies, pharyngitis, fever, limb discomfort, upper abdominal pain, spondylolisthesis, pain in extremity, pap smear abnormal, heartburn and stomach burning sensation of. Concomitant products included diazepam for pelvic pain female, chest pain and back pain as well as antibiotics, baclofen since (B)(6) 2013, beclometasone (beclomethasone) since (B)(6) 2013, betamethasone dipropionate; betamethasone sodium phosphate (diprop betam+fosf.diss.betam), cyclobenzaprine since (B)(6) 2015, famotidine since (B)(6) 2013, ibuprofen since (B)(6) 2015, meloxicam (tropofin), montelukast since (B)(6) 2014, naproxen since (B)(6) 2013, omeprazole since (B)(6) 2015 and salbutamol sulfate (ventolin hfa) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced headache ("headache"). In (B)(6) 2013, the patient experienced bone pain ("bone pain"), arthralgia ("joint ache") and osteoarthritis ("fingers growing crooked"). In (B)(6) 2013, the patient experienced furuncle ("boils"), urticaria ("rashes or skin conditions type: skin condition - hives") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced myalgia ("pain:myalgia /muscle pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), chest pain ("chest pain"), facial pain ("face pain"), nausea ("nausea"), vomiting ("vomiting"), sciatica ("chronic bilatral back pain with sciatica/sciatica pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain /low back pain /lower back pain"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal "). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/inability to have sex with spouse with more pain"), migraine ("chronic migraines"), rash ("rashes"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), anal haemorrhage ("anal bleeding"), musculoskeletal pain ("pain: buttocks"), vulvovaginal pain ("vaginal canal pain"), coccydynia ("pain to sit") and disturbance in attention ("I can't focus") and was found to have antinuclear antibody ("autoimmune disorder type of disorder: ana (anti nuclear autoimmune)"). The patient was treated with azithromycin, ceftriaxone sodium (rocephin), doxycycline, fentanyl citrate (narco), hydrocodone, ketorolac tromethamine (toradol), morphine hydrochloride (morphin), ondansetron and paracetamol (acetaminophen). At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, abdominal pain, dyspareunia, furuncle, migraine, rash, mood swings, vaginal infection, female sexual dysfunction, antinuclear antibody, urticaria, alopecia, anal haemorrhage, myalgia, back pain, pain in extremity, neck pain, chest pain, facial pain, bone pain, arthralgia, osteoarthritis, nausea, vomiting, dysmenorrhoea, sciatica, gastrooesophageal reflux disease, fatigue, weight decreased, headache, urinary tract disorder, bladder disorder, vaginal haemorrhage, pelvic pain, musculoskeletal pain, vulvovaginal pain, coccydynia, menorrhagia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, alopecia, anal haemorrhage, antinuclear antibody, arthralgia, back pain, bladder disorder, bone pain, chest pain, coccydynia, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, facial pain, fatigue, female sexual dysfunction, furuncle, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, musculoskeletal pain, myalgia, nausea, neck pain, osteoarthritis, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, sciatica, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff`s physician has recommended surgical removal of the device. Plaintiff claimed that if you have not had your essure removed, are you currently planning for essure removal? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: myalgia,pelvic pain, nausea, vomiting, back pain, vaginal haemorrhage, sciatica pain, menorrhagia, gerd. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Date of insertion was updated. Added event mood swings, vaginal infection, anal bleeding ,apareunia (inability to have sexual intercourse), ana (anti nuclear autoimmune), hives, hair loss, anal bleeding, myalgia, back pain /low back pain /lower back pain, leg pain, neck pain, chest pain, face pain, bone pain, joint ache, nausea, vomiting, dysmenorrhea (cramping), chronic bilateral back pain with sciatica/sciatica pain, gerd, fatigue, weight loss, headache, bladder or urinary problems or changes, abnormal bleeding (vaginal, menorrhagia), pelvic pain, pain: buttocks, vaginal canal pain, pain to sit, x-ray of displacement of essure coils, I can't focus. Medical history, historical drug, concomitant conditions, concomitant drugs, lab data were added. Event onset date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device expulsion ('x-ray of displacement of essure coils/migration/expulsion'), fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. A47963-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy endometrium abnormal on (B)(6) 2013, autoimmune disorder, sexually transmitted disease, multigravida, parity 4, hemorrhoids, joint pain, sciatica, endocervical curettage, post coital bleeding, spotting vaginal, cervical intraepithelial neoplasia and cone biopsy of cervix. Concurrent conditions included helicobacter pylori gastritis since 2015, obesity, asthma, multiple allergies, pharyngitis, fever, limb discomfort, upper abdominal pain, spondylolisthesis, pain in extremity, pap smear abnormal, heartburn and stomach burning sensation of. Concomitant products included diazepam for pelvic pain female, chest pain and back pain as well as antibiotics, baclofen since (B)(6) 2013, beclometasone (beclomethasone) since (B)(6) 2013, beclometasone dipropionate (qvar), betamethasone dipropionate;betamethasone sodium phosphate (diprop betam+fosf.diss.betam), cefixime (flexeril), cyclobenzaprine since (B)(6) 2015, docusate sodium (colace), famotidine since (B)(6) 2013, ibuprofen since (B)(6) 2015, meloxicam (tropofin), montelukast sodium (singulair), montelukast since (B)(6) 2014, naproxen since (B)(6) 2013, omeprazole since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet), salbutamol, salbutamol sulfate (ventolin hfa) since (B)(6) 2013 and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced headache ("headache"). In (B)(6) 2013, the patient experienced bone pain ("bone pain"), arthralgia ("joint ache") and osteoarthritis ("fingers growing crooked"). In (B)(6) 2013, the patient experienced furuncle ("boils"), urticaria ("rashes or skin conditions type: skin condition - hives") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced myalgia ("pain:myalgia /muscle pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), chest pain ("chest pain"), facial pain ("face pain"), nausea ("nausea"), vomiting ("vomiting"), sciatica ("chronic bilatral back pain with sciatica/sciatica pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pelvic pain") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia), heavy menstrual bleeding"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain /low back pain /lower back pain"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal ,"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/inability to have sex with spouse with more pain"), migraine ("chronic migraines"), rash ("rashes"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the first episode of alopecia ("hair loss"), anal haemorrhage ("anal bleeding"), musculoskeletal pain ("pain: buttocks"), vulvovaginal pain ("vaginal canal pain"), coccydynia ("pain to sit"), disturbance in attention ("I can't focus"), skin disorder ("skin condition"), hypersensitivity ("nickel allergy? Unknown"), psychological trauma ("psych injury"), the second episode of alopecia ("hair loss"), tooth disorder ("dental problems") and nervous system disorder ("neurological conditions?problems") and was found to have antinuclear antibody positive ("autoimmune disorder type of disorder: ana (anti nuclear autoimmune)"), neoplasm malignant ("cancer"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with azithromycin, ceftriaxone sodium (rocephin), doxycycline, fentanyl citrate (narco), hydrocodone, ketorolac tromethamine (toradol), morphine hydrochloride (morphin), ondansetron, paracetamol (acetaminophen) and surgery (hyst. (Partial),bilateral salpingo-oopherectomy and laparoscopic bilateral partial salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, device expulsion, fallopian tube perforation, dyspareunia, furuncle, migraine, rash, mood swings, vaginal infection, antinuclear antibody positive, urticaria, anal haemorrhage, myalgia, pain in extremity, neck pain, chest pain, facial pain, bone pain, arthralgia, osteoarthritis, nausea, vomiting, dysmenorrhoea, sciatica, gastrooesophageal reflux disease, fatigue, weight decreased, headache, vaginal haemorrhage, musculoskeletal pain, vulvovaginal pain, coccydynia, disturbance in attention, skin disorder, neoplasm malignant, weight increased, psychological trauma, the last episode of alopecia, tooth disorder, hormone level abnormal and nervous system disorder outcome was unknown and the genital haemorrhage, abdominal pain, female sexual dysfunction, back pain, urinary tract disorder, bladder disorder, pelvic pain, heavy menstrual bleeding and hypersensitivity had resolved. The reporter considered abdominal pain, anal haemorrhage, antinuclear antibody positive, arthralgia, back pain, bladder disorder, bone pain, chest pain, coccydynia, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, facial pain, fallopian tube perforation, fatigue, female sexual dysfunction, furuncle, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, migraine, mood swings, musculoskeletal pain, myalgia, nausea, neck pain, neoplasm malignant, nervous system disorder, osteoarthritis, pain in extremity, pelvic inflammatory disease, pelvic pain, psychological trauma, rash, sciatica, skin disorder, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain, weight decreased, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy noted hysterosalpingogram (hsg) for the date: (B)(6) 2013 date(s) of insertion: (B)(6) 2013 (per pif discrepancy noted) product insertion date updated (B)(6) 2013. Patient received treatment for events apareunia, back pain, abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, nickel allergy? Unknown, expulsion/ migration, fallopian tube perforation, ana (antinuclear autoimmune), pelvic inflammatory disease, bladder problems, urinary problems, pelvic pain date(s) of insertion: 01apr2013 (as reported in ppf discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram in (B)(6) 2013: result: total bilateral occlusion. Satisfactory bilateral tubal occlusion; on (B)(6) 2013: total bilateral occlusion. Imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Smear cervix on (B)(6) 2017: abnormal pap had essure in 2014 for birth control. History abnormal pap had colpo. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: myalgia,pelvic pain, nausea, vomiting, back pain, vaginal haemorrhage, sciatica pain, menorrhagia, gerd, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information was added. Essure removal details was added. This is retention case. All relevant information from deletion case ((B)(4) ; legacy device report num - 2951250-2019-09041) is transferred to this case.reporter information, lab data, rcc, events: fallopian tube perforation, cancer, nickel allergy, weight gain, physiological trauma, hair los, dental problems, hormonal changes, neurological problems added. Event outcomes and product insertion date updated. Event: device dislocation updated to event: device expulsion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), fallopian tube perforation ('fallopian tube perforation'), device expulsion ('x-ray of displacement of essure coils/ migration/ expulsion') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. A47963-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy endometrium abnormal on (B)(6) 2013, autoimmune disorder, sexually transmitted disease, multigravida, parity 4, hemorrhoids, joint pain, sciatica, endocervical curettage, post coital bleeding, spotting vaginal, cervical intraepithelial neoplasia and cone biopsy of cervix. Concurrent conditions included helicobacter pylori gastritis since 2015, obesity, asthma, multiple allergies, pharyngitis, fever, limb discomfort, upper abdominal pain, spondylolisthesis, pain in extremity, pap smear abnormal, heartburn and stomach burning sensation of. Concomitant products included diazepam for pelvic pain female, chest pain and back pain as well as antibiotics, baclofen since (B)(6) 2013, beclometasone (beclomethasone) since (B)(6) 2013, beclometasone dipropionate (qvar), betamethasone dipropionate;betamethasone sodium phosphate (diprop betam+fosf.diss.betam), cefixime (flexeril), cyclobenzaprine since (B)(6) 2015, docusate sodium (colace), famotidine since (B)(6) 2013, ibuprofen since (B)(6) 2015, meloxicam (tropofin), montelukast sodium (singulair), montelukast since (B)(6) 2014, naproxen since (B)(6) 2013, omeprazole since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet), salbutamol, salbutamol sulfate (ventolin hfa) since (B)(6) 2013 and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced headache ("headache"). In (B)(6) 2013, the patient experienced bone pain ("bone pain"), arthralgia ("joint ache") and osteoarthritis ("fingers growing crooked"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("hives") and furuncle ("boils"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia), heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), myalgia ("pain:myalgia /muscle pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), chest pain ("chest pain"), facial pain ("face pain"), nausea ("nausea"), vomiting ("vomiting") and sciatica ("chronic bilatral back pain with sciatica/sciatica pain"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain /low back pain /lower back pain"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal ,"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/inability to have sex with spouse with more pain"), rash ("rashes"), vulvovaginal pain ("vaginal canal pain"), migraine ("chronic migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), anal haemorrhage ("anal bleeding"), musculoskeletal pain ("pain: buttocks"), coccydynia ("pain to sit"), skin disorder ("skin condition"), tooth disorder ("dental problems"), mood swings ("hormonal changes describe: mood swings"), disturbance in attention ("I can't focus"), nervous system disorder ("neurological conditions?problems") and psychological trauma ("psych injury") and was found to have antinuclear antibody positive ("autoimmune disorder type of disorder: ana (anti nuclear autoimmune)"), neoplasm malignant ("cancer"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with azithromycin, ceftriaxone sodium (rocephin), doxycycline, fentanyl citrate (narco), hydrocodone, ketorolac tromethamine (toradol), morphine hydrochloride (morphin), ondansetron, paracetamol (acetaminophen) and surgery (hysterectomy (partial), bilateral salpingo-oopherectomy and laparoscopic bilateral partial salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, device expulsion, dysmenorrhoea, dyspareunia, rash, urticaria, vaginal haemorrhage, headache, vulvovaginal pain, vaginal infection, furuncle, migraine, antinuclear antibody positive, alopecia, anal haemorrhage, myalgia, pain in extremity, neck pain, chest pain, facial pain, bone pain, arthralgia, osteoarthritis, nausea, vomiting, sciatica, gastrooesophageal reflux disease, fatigue, weight decreased, musculoskeletal pain, coccydynia, skin disorder, neoplasm malignant, weight increased, tooth disorder, hormone level abnormal, mood swings, disturbance in attention, nervous system disorder and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, female sexual dysfunction, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, alopecia, anal haemorrhage, antinuclear antibody positive, arthralgia, back pain, bladder disorder, bone pain, chest pain, coccydynia, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, facial pain, fallopian tube perforation, fatigue, female sexual dysfunction, furuncle, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, musculoskeletal pain, myalgia, nausea, neck pain, neoplasm malignant, nervous system disorder, osteoarthritis, pain in extremity, pelvic inflammatory disease, pelvic pain, psychological trauma, rash, sciatica, skin disorder, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: nickel allergy? Unknown. Discrepancy noted hysterosalpingogram (hsg) for the date: (B)(6) 2013 date(s) of insertion: (B)(6) 2013 (per pif discrepancy noted) product insertion date updated from (B)(6) 2013 to (B)(6) 2013. Patient received treatment for events apareunia, back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, nickel allergy? Unknown, expulsion/ migration, fallopian tube perforation, ana (antinuclear autoimmune), pelvic inflammatory disease, bladder problems, urinary problems, pelvic pain. Date(s) of insertion: (B)(6) 2013 (as reported in ppf discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Satisfactory bilateral tubal occlusion; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Smear cervix - on (B)(6) 2017: abnormal pap had essure in 2014 for birth control. History abnormal pap- had colpo.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: myalgia,pelvic pain, nausea, vomiting, back pain, vaginal haemorrhage, sciatica pain, menorrhagia, gerd, migraine. Lot #a47963- not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('x-ray of displacement of essure coils') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. A47963-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy endometrium abnormal on (B)(6) 2013, autoimmune disorder, sexually transmitted disease, multigravida, parity 4, hemorrhoids, joint pain, sciatica, endocervical curettage, post coital bleeding, spotting vaginal, cervical intraepithelial neoplasia and cone biopsy of cervix. Concurrent conditions included helicobacter pylori gastritis since 2015, obesity, asthma, multiple allergies, pharyngitis, fever, limb discomfort, upper abdominal pain, spondylolisthesis, pain in extremity, pap smear abnormal, heartburn and stomach burning sensation of. Concomitant products included diazepam for pelvic pain female, chest pain and back pain as well as antibiotics, baclofen since (B)(6) 2013, beclometasone (beclomethasone) since (B)(6) 2013, beclometasone dipropionate (qvar), betamethasone dipropionate;betamethasone sodium phosphate (diprop betam+fosf.diss.betam), cefixime (flexeril), cyclobenzaprine since (B)(6) 2015, docusate sodium (colace), famotidine since (B)(6) 2013, ibuprofen since (B)(6) 2015, meloxicam (tropofin), montelukast sodium (singulair), montelukast since (B)(6) 2014, naproxen since (B)(6) 2013, omeprazole since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet), salbutamol, salbutamol sulfate (ventolin hfa) since (B)(6) 2013 and sulfamethoxazole;trimethoprim (mortin). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced headache ("headache"). In (B)(6) 2013, the patient experienced bone pain ("bone pain"), arthralgia ("joint ache") and osteoarthritis ("fingers growing crooked"). In (B)(6) 2013, the patient experienced furuncle ("boils"), urticaria ("rashes or skin conditions type: skin condition - hives") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced myalgia ("pain:myalgia /muscle pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), chest pain ("chest pain"), facial pain ("face pain"), nausea ("nausea"), vomiting ("vomiting"), sciatica ("chronic bilatral back pain with sciatica/sciatica pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain /low back pain /lower back pain"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal ,"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/inability to have sex with spouse with more pain"), migraine ("chronic migraines"), rash ("rashes"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), anal haemorrhage ("anal bleeding"), musculoskeletal pain ("pain: buttocks"), vulvovaginal pain ("vaginal canal pain"), coccydynia ("pain to sit"), disturbance in attention ("I can't focus") and skin disorder ("skin condition") and was found to have antinuclear antibody positive ("autoimmune disorder type of disorder: ana (anti nuclear autoimmune)"). The patient was treated with azithromycin, ceftriaxone sodium (rocephin), doxycycline, fentanyl citrate (narco), hydrocodone, ketorolac tromethamine (toradol), morphine hydrochloride (morphin), ondansetron and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, abdominal pain, dyspareunia, furuncle, migraine, rash, mood swings, vaginal infection, female sexual dysfunction, antinuclear antibody positive, urticaria, alopecia, anal haemorrhage, myalgia, back pain, pain in extremity, neck pain, chest pain, facial pain, bone pain, arthralgia, osteoarthritis, nausea, vomiting, dysmenorrhoea, sciatica, gastrooesophageal reflux disease, fatigue, weight decreased, headache, urinary tract disorder, bladder disorder, vaginal haemorrhage, pelvic pain, musculoskeletal pain, vulvovaginal pain, coccydynia, menorrhagia, disturbance in attention and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anal haemorrhage, antinuclear antibody positive, arthralgia, back pain, bladder disorder, bone pain, chest pain, coccydynia, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, facial pain, fatigue, female sexual dysfunction, furuncle, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, musculoskeletal pain, myalgia, nausea, neck pain, osteoarthritis, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, sciatica, skin disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff`s physician has recommended surgical removal of the device. Plaintiff claimed that if you have not had your essure removed, are you currently planning for essure removal? Yes. Removal of essure coil (2018) verbal communication have you had your essure (or any part of the device) removed? No. Discrepancy noted hysterosalpingogram (hsg) for the date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Satisfactory bilateral tubal occlusion; on (B)(6) 2013: total bilateral occlusion. Smear cervix - on (B)(6) 2017: abnormal pap had essure in 2014 for birth control. History abnormal pap- had colpo. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: myalgia,pelvic pain, nausea, vomiting, back pain, vaginal haemorrhage, sciatica pain, menorrhagia, gerd, migraine. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('x-ray of displacement of essure coils') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. A47963) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy endometrium abnormal on (B)(6) 2013, autoimmune disorder, sexually transmitted disease, multigravida, parity 4, hemorrhoids, joint pain, sciatica, endocervical curettage, post coital bleeding, spotting vaginal, cervical intraepithelial neoplasia and cone biopsy of cervix. Concurrent conditions included helicobacter pylori gastritis since 2015, obesity, asthma, multiple allergies, pharyngitis, fever, limb discomfort, upper abdominal pain, spondylolisthesis, pain in extremity, pap smear abnormal, heartburn and stomach burning sensation of. Concomitant products included diazepam for pelvic pain female, chest pain and back pain as well as antibiotics, baclofen since (B)(6) 2013, beclometasone (beclomethasone) since (B)(6) 2013, beclometasone dipropionate (qvar), betamethasone dipropionate;betamethasone sodium phosphate (diprop betam+fosf.diss.betam), cefixime (flexeril), cyclobenzaprine since (B)(6) 2015, docusate sodium (colace), famotidine since (B)(6) 2013, ibuprofen since (B)(6) 2015, meloxicam (tropofin), montelukast sodium (singulair), montelukast since (B)(6) 2014, naproxen since (B)(6) 2013, omeprazole since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet), salbutamol, salbutamol sulfate (ventolin hfa) since (B)(6) 2013 and sulfamethoxazole;trimethoprim (mortin). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced headache ("headache"). In (B)(6) 2013, the patient experienced bone pain ("bone pain"), arthralgia ("joint ache") and osteoarthritis ("fingers growing crooked"). In (B)(6) 2013, the patient experienced furuncle ("boils"), urticaria ("rashes or skin conditions type: skin condition - hives") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced myalgia ("pain:myalgia /muscle pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), chest pain ("chest pain"), facial pain ("face pain"), nausea ("nausea"), vomiting ("vomiting"), sciatica ("chronic bilatral back pain with sciatica/sciatica pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain /low back pain /lower back pain"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal ,"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/inability to have sex with spouse with more pain"), migraine ("chronic migraines"), rash ("rashes"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), anal haemorrhage ("anal bleeding"), musculoskeletal pain ("pain: buttocks"), vulvovaginal pain ("vaginal canal pain"), coccydynia ("pain to sit"), disturbance in attention ("I can't focus") and skin disorder ("skin condition") and was found to have antinuclear antibody positive ("autoimmune disorder type of disorder: ana (anti nuclear autoimmune)"). The patient was treated with azithromycin, ceftriaxone sodium (rocephin), doxycycline, fentanyl citrate (narco), hydrocodone, ketorolac tromethamine (toradol), morphine hydrochloride (morphin), ondansetron and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, abdominal pain, dyspareunia, furuncle, migraine, rash, mood swings, vaginal infection, female sexual dysfunction, antinuclear antibody positive, urticaria, alopecia, anal haemorrhage, myalgia, back pain, pain in extremity, neck pain, chest pain, facial pain, bone pain, arthralgia, osteoarthritis, nausea, vomiting, dysmenorrhoea, sciatica, gastrooesophageal reflux disease, fatigue, weight decreased, headache, urinary tract disorder, bladder disorder, vaginal haemorrhage, pelvic pain, musculoskeletal pain, vulvovaginal pain, coccydynia, menorrhagia, disturbance in attention and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anal haemorrhage, antinuclear antibody positive, arthralgia, back pain, bladder disorder, bone pain, chest pain, coccydynia, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, facial pain, fatigue, female sexual dysfunction, furuncle, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, musculoskeletal pain, myalgia, nausea, neck pain, osteoarthritis, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, sciatica, skin disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff`s physician has recommended surgical removal of the device. Plaintiff claimed that if you have not had your essure removed, are you currently planning for essure removal? Yes removal of essure coil (2018) verbal communication have you had your essure (or any part of the device) removed? No. Discrepancy noted hysterosalpingogram (hsg) for the date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Satisfactory bilateral tubal occlusion; on (B)(6) 2013: total bilateral occlusion. Smear cervix - on (B)(6) 2017: abnormal pap had essure in 2014 for birth control. History abnormal pap- had colpo.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: myalgia,pelvic pain, nausea, vomiting, back pain, vaginal haemorrhage, sciatica pain, menorrhagia, gerd, migraine. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet and medical records received. New reporters added. New event skin condition was added. Lot number, medical history, concomitant drugs and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.